Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient's ipg was placed over fusion hardware. Surgical intervention was undertaken during which the ipg was explanted, replaced, and relocated. Stimulation was restored following the procedure.

Event description:
Pain at the original ipg site has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.